Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning power board was creating the oxygen non-conformance. The service technician replaced the power board and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that model lap top 1200 was constantly alarming low oxygen pressure. At this time, it is unknown if there was any patient involvement associated with the reported issue.